Manufacturer narrative:
Catalog number, lot number, expiration date and UDI number and device manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that air was retained below the cuff upon deflation, during a pre-test. Upon first use the cuff was inflated as a test and removed all the water from the cuff, when the tube was inserted, a small portion separate to the cuff remained inflated, impacting the ability to talk (the patient is usually cuff down all day/night). Old tube re-inserted, back up tube ordered and supplied. No injury was reported.

Manufacturer narrative:
Eight photos and one device were received. A review of the photos and the returned complaint sample showed that the adhesive that was applied to bond the cuff was slightly uneven and that there was a small area that had extra adhesive. During functional testing the cuff fully inflated without issue. The cuff was deflated and re-inflated. The complaint could not be confirmed. The cuff did not separate from the cuff band and no air travelled under the cuff band. It was presumed that the uneven adhesive under and on top of the cuff band appeared to resemble a separated cuff with trapped air to the complainant. It is unknown how the extra adhesive may have contributed to the end user's inability to speak other than it potentially caused irritation. The device was leak tested and no leaks were detected. A device history record (DHR) review could not be performed as the lot number was unknown. No actions taken.